Event description:
It was reported that during a follow up visit, the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported being unable to transmit device data with their communicator. During the clinic visit, the field representative was unable to communicate with radio frequency (rf) but successful device interrogation was achieved when programmer wand was used. Technical services (ts) was consulted for further review of the device data. The device data was analyzed and noted that the telemetry is active. Engineering analysis was unable to determine the cause of the rf malfunction issue at this time and recommended if the physician requires remote monitoring, then device replacement may be considered due to the rf is not functional at this time. The physician plans on device replacement, however at this time, the device remains in service. No additional adverse patient effects were reported.